Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that an episode of non-sustained rv oversensing was observed. The patient was asymptomatic. Review of the episode indicates that the episode was caused by both undersensing and oversensing. No action was performed. The patient will continue to be monitored.

Event description:
New information received indicates that programming changes were made. The patient was asymptomatic throughout the check and will continue to be followed normally.